Event description:
A patient reported experiencing coma while using a ot profile meter that had missing lcd segments in its display. Patient has been using subject meter for about a year. During the past month, patient had been sick, and was eating more because the ot meter was giving low blood glucose results. The date of the event is unknown. On the day of the event, patient experienced symptoms of fast heart beat, severe headache, poor vision and night sweating. On the ot meter, patient's blood glucose was in the low 100s. Because the patient was not feeling well, pt visited the emergency room. At the ER, patient's blood glucose was 379 or 369 mg/dl. Patient reportedly went into coma while at the hospital. Patient later discovered that the ot meter had missing segments in its display. Patient discarded subject meter.